Event description:
It was reported that an arteriotomy of the mildly calcified and mild tortuous right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mild calcification was visible in the right common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.